Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly, as the patient was unable to inflate the device. During surgery, one cylinder was found folded on itself while the other remained unaffected. The device was removed and replaced with new cylinders and pump. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly, as the patient was unable to inflate the device. During surgery, one cylinder was found folded on itself while the other remained unaffected. The device was removed and replaced with new cylinders and pump. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).